Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned to zoll manufacturing corporation for evaluation. Upon evaluation of the electrode belt, there was an open pulse wire inside the trunk cable. There is no indication that the open wire caused or contributed to the false detection as the detection was related to a rapid rate. There is no indication that the open wire existed in the trunk cable prior to the treatment event or during the treatment event as the device delivered a full 150j shock. The root cause of the open wire is excessive force placed on the cable. During the incoming functional testing of the monitor, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Upon evaluation, there was evidence of contamination at the battery connector. There is no indication that the open wire caused or contributed to the false detection as the detection was related to a rapid rate. There is no indication that the contamination existed prior to the treatment event or during the treatment event as the device was powered on, monitoring, and able to deliver treatment. The root cause of the contamination is liquid ingress of an unknown contaminant.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient reportedly attempted to press the response buttons. Rapid atrial fibrillation contributed to the false detection. Review of the download data indicates that the response buttons were pressed approximately 1 minute prior to the shock. The response buttons functioned appropriately. There is no indication that the patient required medical attention following the event. The patient continued use of the lifevest.

Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. There is no indication that the patient sustained a serious injury following the event. Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned to zoll manufacturing corporation for evaluation. Evaluation is still underway. The initial evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. H.4 device manufacture date: monitor: 03/01/2016. Belt: 09/03/2014. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction contributing to the treatment event. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips . The primary cause of the inappropriate shock was lack of response button use (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was rapid atrial fibrillation exceeding the programmed rate threshold. The rapid rate satisfied the rate detector of the detection algorithm inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient reportedly attempted to press the response buttons. Rapid atrial fibrillation contributed to the false detection. Review of the download data indicates that the response buttons were pressed approximately 1 minute prior to the shock. The response buttons functioned appropriately. There is no indication that the patient required medical attention following the event. The patient continued use of the lifevest.